Manufacturer narrative:
Device received with no button response at act and up arrow button due to flattened dome switch. Connector was inspected and locked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump were sticking and were hard to press. The customer¿s blood glucose level was 220 mg/dl. Customer stated that the buttons were not responding unless they digs into the keys. Customer was advised to observe time clock for one minute, however time was advancing. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.